Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure when connecting leads to the implantable pulse generator (ipg) out of range impedances were observed on both the atrial and ventricular leads. No pacing was possible on either the atrial channel or ventricular channel. The physician disconnected the leads after reopening the pocket and tested both leads on the analyzer and all values were within normal range. The physician then reconnected the device making sure the leads were fully inserted and the same problem occurred again in unipolar and bipolar configuration when device was connected. Another device was used and all values were normal and correct. No patient complications have been reported as a result of this event.